Manufacturer narrative:
Device evaluation: the complaint issue was described as blurry image. The customer's complaint was not verified as the customer's complaint could not be duplicated. Karl storz goleta process engineering tested the camera over multiple days without any image quality issue. With an image displayed, the camera was exposed to significant mechanical shock, and the cable was heavily manipulated, yet no impact to the image was observed. The camera was connected/disconnected extensively, but it never functioned in manner other than designed. The root cause could not be established as the customer's report issue of blurry image was not confirmed during multiple days of testing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device has a blurry image. No negative impact in state of health reported.